Event description:
A pt reported experiencing inaccurate (high,low,erratic) results with a otbe meter. The pt's blood glucose results were 183,138mg/dl. Tests were done within 10 mins with a difference of 25%. Pt did not experience any adverse events. No further info has been reported. Note-customer ate food and drank a beverage following use of the meter.